Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported the patient experienced cloudy effluent, a manifestation of the peritonitis one day prior to the diagnosis of the event. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with amikacin (500 mg; route, frequency, and duration not reported) and orzid (1 g; route, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient was recovering. No additional information is available.